Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure (batch no. A57116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevention of unwanted pregnancy: depo provera from 1-jan-2008 to 1-jan-2010. Concomitant products included naproxen sodium (aleve) since (B)(6) 2012 and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("sevre uterine pain, when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/ abnormal bleeding (menorrhagia)"), the first episode of migraine ("migraines"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue"), weight increased ("weight gain"), emotional distress ("emotionally upset all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of migraine ("migraines / headaches"), nausea ("nausea"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), pain in extremity ("upper thigh pain") and headache ("head pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain and headache had resolved, the vaginal infection, arthralgia, uterine pain, menorrhagia, vaginal discharge, dyspareunia, fatigue and weight increased was resolving and the emotional distress, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, the last episode of migraine, nausea, the last episode of dysmenorrhoea, alopecia and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, cystitis, dyspareunia, emotional distress, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dysmenorrhoea, the first episode of migraine, the second episode of dysmenorrhoea and the second episode of migraine to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tubes. Bilateral tubal occlusion secondary to the essure device, requesting reversal. Bilateral cornual resection with implantation of the ampullary segment via fish mouth patient complaint is pain in the lower abdomen, also has had migraines since essure , requests essure to be removed and also reversal purposes. There was some distortion around the tube without tension and the operative field was dry. Tubal cannulas and a proximal obstructive portion of the tube containing the essure device were removed at end. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Lot number added. Events per pfs: emotionally upset all the time, abnormal bleeding (vaginal), bladder infection, urinary tract infection, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea (cramping), hair loss, head pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure (batch no. A57116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had no allergy. Previously administered products included for prevention of unwanted pregnancy: depo provera from 1-jan-2008 to 1-jan-2010. Concomitant products included naproxen sodium (aleve) since (B)(6) 2012 and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("sevre uterine pain, when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/ abnormal bleeding (menorrhagia)"), the first episode of migraine ("migraines"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/ fatigue"), weight increased ("weight gain"), emotional distress ("emotionally upset all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of migraine ("migraines / headaches"), nausea ("nausea"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), pain in extremity ("upper thigh pain"), headache ("head pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain and headache had resolved, the vaginal infection, arthralgia, uterine pain, menorrhagia, vaginal discharge, dyspareunia, fatigue and weight increased was resolving and the emotional distress, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, the last episode of migraine, nausea, the last episode of dysmenorrhoea, alopecia, pain in extremity and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, cystitis, dyspareunia, emotional distress, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dysmenorrhoea, the first episode of migraine, the second episode of dysmenorrhoea and the second episode of migraine to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tubes. Bilateral tubal occlusion secondary to the essure device, requesting reversal. Bilateral cornual resection with implantation of the ampullary segment via fish mouth patient complaint is pain in the lower abdomen, also has had migraines since essure , requests essure to be removed and also reversal purposes. There was some distortion around the tube without tension and the operative field was dry. Tubal cannulas and a proximal obstructive portion of the tube containing the essure device were removed at end. On (B)(6) 2016, gynecologic cytology report: negative far intraepithelial lesion or malignancy. Other findings: moderate estrogen effect. Test: reason for exam (xr abdomen ap) locate essure impression: no acute disease. On (B)(6) 2016, surgical pathology report, left partial fallopian tube, excision: 1. Complete cross section. 2. Metallic coil identified. Right partial fallopian tube, excision: complete cross section with peritubal fibrosis. Metallic coil identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received: event abdominal pain added. Quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("sevre uterine pain, when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, migraine, vaginal discharge, dyspareunia, fatigue and weight increased was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.